Manufacturer narrative:
Concomitant product: product ID: 8709, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a health care provider regarding a patient who was receiving lioresal via an implantable pump. The reporter indicated that 18 years ago, in 1997, she knew of the suture part falling off an 8709 catheter. The portion that attached to the pump fell apart at the bottom disc portion. Where it was sutured on and the "disc," it fell right off. An 8578 pump connection was utilized to revise that catheter. There were no medical symptoms as a result of the catheter connection piece. The reported noted she did not remember anything further regarding the patient nor further details but thought it was already reported back then. Should additional information be received a supplemental report will be filed.